Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump alarmed no delivery. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer reported that the they had already used a new set and reservoir. The customer checked blood glucose and showed it is already at 400mg/dl. He said he already took 15 units of insulin via manual injection. He said that it already went down. Did not trouble shoot for high blood glucose anymore due to pump replacement order was already made and insulin flow block alarm keeps happening. The insulin pump will be returned for analysis.